Event description:
A lifecor pt services representative (psr) replaced a pt's battery pack without any call to lifecor customer support.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not powering up was due to a blown use. The battery pack was repaired, retested and restocked. The root cause of the blown use cannot be positively identified but was likely random component failure. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.